Event description:
It was reported that the right ventricular (rv) lead had oversensing. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the save to disk of the associated device was reviewed. It revealed there was two right ventricular (rv) lead integrity alerts on (B)(4) 2010 19:28:08 and (B)(4) -2012 15:06:11. In addition there were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2010 19:28:08 and (B)(4) 2012 and ventricular short interval count equal to 1165 counts, in 79.04 days, between (B)(4) 2012 14:12:51 to (B)(4) 2012 15:06:18. Also noted two ventricular non-sustained tachycardia less than or equal to 170 ms on (B)(4) 2012 16:49:24 and (B)(4) 2012 15:06:10. Concomitant product: 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the right ventricular (rv) lead had high short interval counts (sic) and poor r waves. The rv lead pacing and sensing portion was capped and remains in place for high voltage. A new rv lead was implanted for pacing and sensing only. No patient complications have been reported as a result of this event.